Event description:
It was reported that the pump displayed error 1870, a high-priority alarm that may interrupt therapy, shortly after the medication infusion was prepared. There was no direct patient involvement and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.